Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that one week post implant, microdislodgement of this atrial dextrus lead was suspected as there was no longer any slack in the lead. Impedance measurements were within normal limits but no capture was observed. It was noted that this pt is morbidly obese and pt movement could have resulted in the microdislodgement. The pt was experiencing pre-implant heart symptoms. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse pt effects were reported. The lead remains in service and no further issues have been reported. This product issue will be re-evaluated if add'l info is received.